Event description:
It was reported that the patient noticed vaginal pain after implant that had been present since that time and continued to bother the patient. The pain kept getting worse and the patient contacted their manufacturer representative about a month and a half ago. The manufacturer representative asked the patient to change the programs to see if this would resolve the vaginal pain. The patient tried changing programs, but that did not resolve the issue. The implanting health care provider (hcp) told the patient to take ibuprofen and then released them their care. The patient would see their hcp for the first time 2015-01-23. Tylenol and motrin did not help with the pain and the patient¿s primary hcp had them on a stronger pain pill. The patient never had urinary tract infections (utis) prior to implant of the device. Ever since the implant was permanently placed, the patient had a chronic uti issue and the problem began a few months after implant. Usually the patient would go on antibiotics to treat the utis and once they were done with the antibiotics, within a week they would need another course. The patient¿s primary hcp thought the utis were due to the bladder not emptying. The hcp told the patient utis happened sometimes with the device and that they should go to their primary hcp for treatment. The patient was implanted for urge incontinence and the trial went well and the hcp removed it early to do the permanent implant. The permanent therapy helped for a few months, but then stopped helping with their urge incontinence. Turning off the im plantable neurostimulator (ins) had never helped the utis or vaginal pain. The patient also had depression prior to implant and they did not attribute the depression to their ins or therapy. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient would have appointments on (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015.

Event description:
Additional information received reported that they changed the program over the phone back in november and the patient never came in as the manufacturer representative recalled. The manufacturer representative was not there anymore and had just moved to another state. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0cpp6, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).